Manufacturer narrative:
E1: initial reporter phone # (B)(6). E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, the customer received error code that there was a foreign matter in the serum plugging the needle. Examination revealed that some of the blood collection tubes have naked eye oil bleaching, which led to the instrument malfunction error on 100 tubes. No patient or user impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, the customer received error code that there was a foreign matter in the serum plugging the needle. Examination revealed that some of the blood collection tubes have naked eye oil bleaching, which led to the instrument malfunction error on 100 tubes. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for oil gel globules was observed, however, foreign matter was not seen. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no gel defect relating to oil gel globules and foreign matter was observed as all samples met specification. Complaints for sample quality for the month of august 2024 were not under statistical control therefore factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, oil gel globules, via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of oil gel globules based on the photo analysis and unconfirmed for foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.